Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have fractured due to patient growth. The superior vena cava (svc) coil impedance was indicated to be high. The plan is to replace the lead. No patient complications have been reported as a result of this event.